Event description:
It was reported that the patient received three shocks during the initial interrogation with the clinician programmer at the clinic appointment the day of the report. It was noted, the patent¿s battery status showed ¿ok,¿ and based on the settings they were sat at, 0.35 volts, 240 microseconds, 50 hertz +, -bipole setting the estimated battery longevity was >120 months. It was suggested to palpate the device to see if pressing on it caused shocking. It was noted, the patient was not having any other issues. The patient called back after the clinic appointment and reported that when she walked through a discount (B)(4) the night prior she got zapped. This happened another time, the past tuesday, at autozone. The patient did not have the remote to turn it off, so it was on while walking through. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the issue was unknown and that the patient¿s implantable neurostimulator (ins) was re-programmed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 7434a, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3987a, lot# n086832, implanted: 2006 (B)(6); product type lead product ID 748940, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 8840, serial# unknown; product type programmer, physician. (B)(4).